Event description:
It was reported the patient suffered a severe stroke. The patient had a neurostimulator with leads in the neck/head area. The hcp was planning on doing an MRI. Compatibility of the device with MRI was reviewed and was not recommended with the device in place. It was unknown at the time of the report if the stroke was thought to be related to the device. No further information was provided on patient symptoms, dates, or treatments. Additional information has been requested.